Event description:
This companion 2 driver was not supporting a pt. The customer reported that while the companion 2 driver was connected to a pt simulator (mock tank), the companion 2 driver did not recognize wall air. The customer also reported that the driver exhibited a "single compressor malfunction" alarm on the display. The companion 2 driver was returned to syncardia for evaluation. Testing at syncardia could not duplicate the "single compressor malfunction" alarm. A visual inspection of the driver and compressors revealed bearing dust in the end cap of the right compressor. Therefore, the compressor was replaced as a precautionary measure.

Manufacturer narrative:
The customer's report of the driver not recognizing an external air source was duplicated at syncardia. The manual pressure regulator voltage was adjusted, and the driver was tested at the pressure settings recommended by the "companion 2 driver system operating manual." The driver recognized the external air source at each setting, from 50psi to 80psi. After replacement of the compressor and adjustment of the manual pressure regulator voltage, the driver passed all functional testing. This failure mode poses a low risk for a pt because the issue was observed when the companion 2 driver was not supporting a pt. In addition, this failure mode would not prevent the companion 2 driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.